Manufacturer narrative:
(B)(4). The receiver data log was reviewed on 06/24/2015. The complaint of intermittent audio output could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.